Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In (B)(6) 2023, the estimated battery longevity was 1 year, 5 months. At the most recent device interrogation, the estimated battery longevity was 3 months remaining. A technical service (ts) consultant provided recommendation for device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In july 2023, the estimated battery longevity was 1 year, 5 months. At the most recent device interrogation, the estimated battery longevity was 3 months remaining. A technical service (ts) consultant provided recommendation for device replacement in the near future. Recently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The device has been returned, and product analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In (B)(6) 2023, the estimated battery longevity was 1 year, 5 months. At the most recent device interrogation, the estimated battery longevity was 3 months remaining. A technical service (ts) consultant provided recommendation for device replacement in the near future. Recently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.